Event description:
It was reported a closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Six weeks post procedure, a transesophageal echocardiogram (tee) was performed which revealed a 4mm leak. No intervention was performed at that time. About a year and 10 months post procedure, the patient presented to the emergency room complaining of decreased vision and headache. A computed tomography (CT) of the brain revealed a partially hemorrhagic stroke. The patient was cleared by neurology to restart direct oral anticoagulant medication (doac). A tee performed two days post the patient presenting to the emergency room showed a 4.7cm artifact, but confirmed no thrombus noted in the la or laa. CT workup was performed to assess for the leak; however, no peri-device leak was noted on the CT scan. The physician decided to go in and find out for himself since the CT and tee were inconclusive for a leak. He performed a transeptal puncture (tsp) and it was then visible on the tee and on the angiogram of the laa that he took. It was very difficult to close, but ultimately a 6mm non-boston scientific plug was used to close the leak noted around the watchman device.